Event description:
The surgery center reported that the intraocular lens (iol) was wasted. It was implanted and the doctor had to cut it out. It was confirmed that the lens is not available for return as it was discarded. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section h6 - device code(s) : 3191 - code not available (unspecified/other w/ patient involvement) device evaluation: the product testing could not be performed as the product was not returned for evaluation (the lens was discarded by the customer). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts have been made to obtain missing information; however, the information the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that an incorrect catalog # (ar40e00205-12) was inadvertently entered in the section "d4" of the initial MDR report instead of "ar40e00205"; therefore, the information has been corrected in this supplemental MDR report. The following field was updated accordingly: section d4: additional device information: catalog number: ar40e00205 all pertinent information available to johnson & johnson surgical vision, inc., has been submitted.